Manufacturer narrative:
Manufacturer's ref# (B)(4). Device has been requested for investigation, but is not returned to the manufacturer. It is reported that the device has been discarded. It is not possible to obtain hardware details such as serial number etc., as the device is discarded. Manufacturer's investigation: clinical assessment concluded: clinical conclusion is that the incident did not cause serious injury or permanent damage, but might have if not removed in a timely manner. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assesment concluded: the residual risk after the risk control measure(s) is acceptable, no new hazardous situations revealed. This is a known risk which is covered existing CAPA. Manufacturer's investigation is final. This is final report.

Event description:
Estimated date of incident (B)(6) 2023. On 13dec 2023 it was reported: the tip and dome of the left-side receiver separated into patient's ear. Patient required medical attention in us in order to remove the receiver tip. The incident happened in us but reported in canada. No medical follow up required. No patient consequences reported. No further information expected.